Event description:
Spontaneous call from patient. Patient reports cassette malfunction for lot number 4219999 and 4220001. Patient states she gets the error "no disposable, clamp tubing" and changes pumps but gets same error with the cartridge. She advised she changes the cartridge and is able to get the infusion working again. She has been working with cnss so declined additional cnss assistance. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the cassette available for investigation? No; did we replace the device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: no physical damage. Has this incident happened within the past 6 months? (Offer nursing evaluation) yes, pt receiving assistance from cnss already. Has this pt reported a pump malfunction within the past 6 months (offer nursing evaluation) yes. Pt receiving assistance from cnss already. Reported to (B)(6) by pt/caregiver.